Manufacturer narrative:
Corrected fields: d10, e1 (event site email), h3, h6 (medical device - problem codes, type of investigation, component codes). Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue and isolated the failure to the motor control board. The fse replaced the motor control pcb and as a precautionary measure also replaced the scroll compressor. Subsequently, the fse performed preventative maintenance (pm) and replaced the primary 9v battery, expired tidal volume disk, and expired safety disk. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person), h6(clinical code).

Event description:
N/a.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was giving a power up test fail code#3. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.